Manufacturer narrative:
A trumpf medical service technician inspected the light system and found that the sleeve which holds the retaining segment in place was not positioned correctly. This allowed the retaining segment to become dislodged and led to the separation of the flat panel bracket from the spring arm. The service technician repositioned the sleeve and the device operated as intended. Based on this information, no further action is required.

Event description:
The flat panel bracket of a trumpf medical surgical light began to separate from the spring arm.